Manufacturer narrative:
Clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The son of a peritoneal dialysis (pd) patient reported the patient passed away on (B)(6) 2022. The son stated he did not believe it was related to the patient¿s treatment, but due to natural causes. Attempts were made with the pd clinic to obtain additional information. The clinic had not received the death certificate or spoken to the patient¿s son to inquire about the patient¿s death. The date of death was confirmed with the clinic. It was unknown if the patient was in active treatment at the time of death; however, there is no documentation in the complaint file to suggest the patient was in treatment or that the death was related to any fresenius product. Additionally, there is no allegation of a device malfunction or deficiency reported for this event.

Event description:
The son of a peritoneal dialysis (pd) patient reported the patient passed away on (B)(6) 2022. The son stated he did not believe it was related to the patient¿s treatment, but due to natural causes. Attempts were made with the pd clinic to obtain additional information. The clinic had not received the death certificate or spoken to the patient¿s son to inquire about the patient¿s death. The date of death was confirmed with the clinic. It was unknown if the patient was in active treatment at the time of death; however, there is no documentation in the complaint file to suggest the patient was in treatment or that the death was related to any fresenius product. Additionally, there is no allegation of a device malfunction or deficiency reported for this event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical an exterior visual inspection of the returned cycler showed no sign of physical damage. There were no visual indications of dried fluid found within the cassette compartment. There were (no) visual indications of particulates found within the cassette compartment.there were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler.the system air leak test passed.the valve actuation test passed. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
The son of a peritoneal dialysis (pd) patient reported the patient passed away on (B)(6) 2022. The son stated he did not believe it was related to the patient¿s treatment, but due to natural causes. Attempts were made with the pd clinic to obtain additional information. The clinic had not received the death certificate or spoken to the patient¿s son to inquire about the patient¿s death. The date of death was confirmed with the clinic. It was unknown if the patient was in active treatment at the time of death; however, there is no documentation in the complaint file to suggest the patient was in treatment or that the death was related to any fresenius product. Additionally, there is no allegation of a device malfunction or deficiency reported for this event.